Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small quantity of peri-prosthesis liquid"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, "small quantity of peri-prosthesis liquid¿, and ¿accommodation folds". Healthcare professional also reported left side "cyst on left breast measuring 0.7 cm¿, which is not device-related. Device remains implanted.